Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) upon analysis, it was reported that there were no anomalies found, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, there was high impedance. The lead was not implanted. No patient complications were reported as a result of this event.